Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer delivered a bolus to cover for a blood glucose of 350 mg/dl however, the bolus entered by the customer was too large. Subsequently, the customer's blood glucose decreased to 50 mg/dl which was addressed with the customer consuming fruit snacks.